Event description:
Boston scientific received information that this transvenous right ventricualr (rv) lead did exhibit loss of capture. Further investigation confirmed thsi lead had become dislodged. There were no adverse patient effects as a result. The local area sales representative confirmed that the patient was not pacemakre dependent.

Manufacturer narrative:
To date, information suggests that this lead remains actively in service. As new information would become available, this report will be further evaluated and updated.